Event description:
It was reported that the patient had the ambicor penile prosthesis removed due to deflation issues. A new inflatable penile prosthesis was implanted. No patient complications were reported.